Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 codes should reflect non-return.

Manufacturer narrative:
Correction : initial report was not marked for ¿product problem.¿